Event description:
It was reported the carrier snapped during the tunneling procedure. The surgeon was required to make an additional incision. The carrier snapped at the junction of the narrow with the larger diameter portion. No other pt complications were reported.

Manufacturer narrative:
Other: surgical incision, additional.